Event description:
It was reported that a surgeon was performing an arthroscopic subacromial decompression with a mitek vapr side effect electrode when a "pop" occurred. Surgeon visually confirmed that a large portion of the ceramic housing had fractured off. He removed the electrode from joint and scrub tech loaded up a second side effect electrode on a separate handpiece and the surgeon continued the procedure, when a second "pop" occurred. Surgeon then visually confirms again that the ceramic had fractured off. Surgeon removed electrode from joint and opted for an open decompression. Reported no patient injury. If this was to recur and the fragments not retrieved, it is possible that patient injury could potentially occur.